Event description:
It was reported that the patient complained that while moving boxes, they felt something 'pull'. After reviewing a remote transmission, it was noted that the right ventricular (rv) lead exhibited a significant rise in thresholds. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.